Event description:
It was reported that after a successful robotic bronchoscopy procedure, the patient developed a pneumothorax. A valve was placed and patient was hospitalized. No device issues were reported.